Manufacturer narrative:
Device evaluation & resolution and disposition. Device evaluation: the unit was received at the manufacturer's international service center. Run-in was performed with the unit's condition same as when it arrived at service center, but no abnormality was confirmed. The unit was disassembled and visual inspection was performed on the inside but there was no abnormality such as tubing being disconnected, connector being detached, etc. Functional testing and check on each sensor, etc. Were performed, but there was no abnormality and all the result were within specification. Resolution and disposition: service technician determined that there was no issue with the unit and the unit was in normal condition, meeting specifications. Phone number (B)(6).

Event description:
The international customer reported that while the v60 vent was being moved after oxygen source was switched from wall pipeline to o2 cylinder, low o2 supply pressure alarm occurred. Hospital staff said that the unit was in use with the cylinder almost full and valve being fully opened. After the alarm occurred, it could not be addressed, so the unit was switched to bag valve mask and was unit no longer used; the unit was not reconnected to wall pipeline. The unit was brought to the biomed lab and checked, but the alarm was not duplicated. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.